Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface cable was returned to the manufacturer for analysis. Analysis found that the cable failed bench testing and continuity testing due to open connection. Analysis found that the reported event was related to an electrical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a posterior fusion procedure. It was reported that intra-operatively during the select patient/acquire scans task, the fluoroscopic image was rough. No issue was found when fluoroscope was performed again. There was no delay to the procedure. There was no reported impact on patient outcome.